Manufacturer narrative:
Submit date: 9/11/2017.

Event description:
The customer states that the enteral feeding pump worked for the first 10 minutes and then the screen turned red. No patient involvement.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states that the device worked for first 10 minutes and then screen turned red. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.